Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09284, 1627487-2019-09288. It was reported that the patient experienced high impedance during a surgery. The patient underwent surgical intervention due to high impedance for two of the patient's leads (related manufacturer reference number: 1627487-2019-09273, 1627487-2019-09274). During the surgery, it was reported that there were high impedances on the left l1 lead. The physician cut the lead and left the proximal tail in the patient at the ipg site. Once the rest of the lead was removed, intra-op testing showed that port 1 of the ipg showed high impedances as well. The ipg was then replaced. Note: it is unknown to the manufacturer which lead was cut and explanted, therefore both leads are being reported on.

Manufacturer narrative:
Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined